Manufacturer narrative:
On 27/jul/2021, the device evaluation was completed. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view, measuring approximately 1.0 cm. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old white-hispanic female patient who underwent a primary breast augmentation with 425cc mentor smooth round moderate plus profile saline breast implant experienced right-sided grade IV capsular contracture postoperatively. As a result, the patient underwent explantation and replacement with 600cc smooth mentor memorygel breast implants, catalog # 3506004bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2021.